Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported device no longer working due to a fluid leak was confirmed as analysis identified a fluid leak at the pump kink resistant tubing (krt) strain relief junction as well as a hole in cylinder 1. It is probable that the fluid leak and hole were due to fatigue and wear against the cylinder krt. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 cylinders and momentary squeeze pump were returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Cylinder 1 had a large hole from avulsion in the outer tube attributed to wear against the cylinder kink resistant tubing (krt). The outer tube and fabric threads were detached around the proximal cylinder body. The cylinder had a bulge when inflated with a syringe; however, no leaks were found in the inner tube. The krt was worn down to filament as a result of wear against the input tube. An exposed suture was present. The input tube sleeve of both cylinders were present and measured approximately at 16mm for cylinder 1 and 22mm for cylinder 2. Cylinder 2 had a small leak in the proximal cylinder body due to a hole in the outer tube that was the result of sharp instrument damage which probably occurred during explant. Due to this damage being consistent with explant damage, it will be considered a secondary failure. Both cylinders had wear at folds in the cylinder bodies. The cylinders were not pressure tested due to the leak and bulge that was identified in cylinder 1. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. A fluid leak was observed in the pump strain relieve krt junction due to a hole caused by fatigue. The krt was fatigued and worn down to the filament. The damaged tubing was removed and the pump was then functionally tested. Functional testing found the pump performed within specification. Product analysis confirmed the reported events based on the identification of the fluid leak at the pump krt strain relief junction and the hole in cylinder 1. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was not working due to a leak between the cylinder and the pump and one cylinder wall had ruptured . A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No complications or further reports of concern for the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was not working due to a leak between the cylinder and the pump and one cylinder wall had ruptured. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No complications or further reports of concern for the patient.